Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. Review of the device activity log indicates that the patient impedance ranged from 13 to 2890 ohms, indicating poor paddle to patient contact. However, this could not be firmly established as the internal paddles used at the time of the reported event were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device's defib output was below specification. Complainant indicated that the device successfully discharged the appropriate energy to the patient on the third attempt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.